Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400mg/dl, and a fall resulting in customer hitting head and suffering a concussion. The contact believes the cause to be unknown; however contact was reportedly still figuring out diabetes management and does not believe the pump was at fault. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released later the same evening with the issue resolved and no permanent damage.